Event description:
Per a conversation with the customer on/around (B)(6) 2019, they had two devices which tested positive for mycobactierum fortuitum which they would like to have sent in to our facility for disinfection and tubing replacement.

Manufacturer narrative:
Bacterial contamination reported. The investigation is ongoing, however, cause of the device contamination is thought to be from the tandem use of the user facilities quest mps 2, leading to cross contamination.

Event description:
Per a conversation with the customer on/around (B)(6) 2019, they had two devices which tested positive for mycobactierum fortuitum which they would like to have sent in to our facility for disinfection and tubing replacement.

Manufacturer narrative:
Bacterial contamination reported. The investigation is ongoing, however, cause of the device contamination is thought to be from the tandem use of the user facilities quest mps 2, leading to cross contamination.

Event description:
The customer had two devices which tested positive for mycobactierum fortuitum which they would like to have sent in to our facility for disinfection and tubing replacement.

Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. The customer had two devices test positive for mycobacterium fortuitum. Upon investigation by cardioquip, the cfu counts were within acceptable limits, and no ntm was detected. As such, no problem with this device was detected.